Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement due to inadequate stimulation. The patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.